Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced nausea, loss of control, and presyncope. The cgm was reading 65 mg/dl and the blood glucose reading was 40 mg/dl. The patient was treated by non-medical 3rd party with carbohydrates and recovered after treatment. There was no documentation of medical intervention. Later the same day, while the patient was watching television, he felt weak and notified his stepdaughter. There was no mention of cgm readings, alerts, or alarms at that time. No bg was taken at that time. The stepdaughter called an ambulance. Upon arrival, emergency medical service (ems) checked the bg which was 53 mg/dl. There was no mention of cgm reading at that time. The emergency medical technicians gave the patient an IV and infused it with glucagon and this immediately raised his glucose level to 120 mg/dl and 108 mg/dl in his cgm. Ems left after a few hours once the patient was stabilized. The patient declined evaluation in the emergency department. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b and a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and presyncope.